Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, irregular periods, spotting vaginal, depression, anxiety, headache, eye swelling, migraine, obesity, sleep apnea syndrome and lichen simplex chronicus. Previously administered products included for an unreported indication: prozac. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnl uterine bleeding"). The patient was treated with surgery (hysterectomy total abdominal -laparoscopic w bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: endometrium: the endometrial cavity (4.0 cm in length x 2.0 cm from cornu to cornu) is lined by pink-tan to red endometrial mucosa that ranges from less than 0.1-0.6 cm in thickness. Myometrium: sectioning of the myometrium reveals pink-tan, moderately trabeculated cut surfaces. The maximum wall thickness of the myometrium is 2.4 cm. Adnexa: the left and right fallopian tubes have purple-tan, smooth serosa. Sectioning reveals a pinpoint lumen with metal coil wires, consistent with essure coils. The right fallopian tube is inked black.. Ultrasound pelvis - on (B)(6) 2019: normal pelvic ultrasound. Partial visualization of essure tubal occlusion implants near the cornua. No adnexal mass.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain, uterine hemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, irregular periods, spotting vaginal, depression, anxiety, headache, eye swelling, migraine, obesity, sleep apnoea syndrome and lichen simplex chronicus. Previously administered products included for an unreported indication: prozac. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnl uterine bleeding"). The patient was treated with surgery (hysterectomy total abdominal -laparoscopic w bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: endometrium: the endometrial cavity (4.0 cm in length x 2.0 cm from cornu to cornu) is lined by pink-tan to red endometrial mucosa that ranges from less than 0.1-0.6 cm in thickness. Myometrium: sectioning of the myometrium reveals pink-tan, moderately trabeculated cut surfaces. The maximum wall thickness of the myometrium is 2.4 cm. Adnexa: the left and right fallopian tubes have purple-tan, smooth serosa. Sectioning reveals a pinpoint lumen with metal coil wires, consistent with essure coils. The right fallopian tube is inked black.. Ultrasound pelvis - on (B)(6) 2019: normal pelvic ultrasound. Partial visualization of essure tubal occlusion implants near the cornua. No adnexal mass. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain, uterine hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.